Event description:
It was reported that during an unk procedure, in the checking, noted the cartridge damaged. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 5/6/2024 d4: batch # unk investigation summary this is an analysis of four photos submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the first photo shows one packaging from one gcflgg with lot number 253c03. The second photo shows a plastic bag with a labeling inside. The third photo shows a part of a package, inside the package there is a little piece of metal and a part of what it seems to be a green reload, over the package there is a barcode and at the bottom there is some letters and numbers. The fourth photo shows a package with one green 60 reload inside, a labeling taped on it and also there are some digits and a barcode on the right side. Based on the photos the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. Device history review a manufacturing record evaluation was performed for the finished device lot number 253c03, and no non-conformances were identified

Manufacturer narrative:
(B)(4). Date sent 12/23/2024. D4 batch #253c03. Investigation summary the product was returned for evaluation. Visual inspections were conducted on the returned reload. Visual analysis of the returned sample revealed that one gcflgg reload was returned inside its unopened package; upon visual inspection, it was noted a staple that was loose inside of the sterile package. Although no conclusion could be reached on how the unformed staple was introduced inside the sterile package, it is possible that the staple adhered to the reload during the packaging process due to static. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device lot number 253c03, and no non-conformances were identified.